Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was implanted. There was some discussion that the patient may require a cardiac resynchronization therapy defibrillator (crt-d) in the future. Two days later, it was reported that the patient had expired. There was no device allegations reported. Additional information was obtained that this patient's death two days post implant was from cardiac tamponade.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.